Event description:
Acct. Reports they had two incidents of separation: one where the tubing pulled out of the hub of the female luer lock and the other where the tubing pulled out of the hub where the two join together. No pt. Injury reported.